Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/24/2024, it was reported by a sales representative via (B)(6) that a 5030-000 galileo lag screw inserters gold release mechanism broke. This occurred during a case when a metal piece appeared on the x-ray, and they could not advance the screw any further. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 5030-000 batch 220095 was received for investigation. Functional testing could not be conducted as the device was damaged. Upon visual inspection, the gold connector was not working as intended, rendering the device inoperative. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.